Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the pressure dropped below the recommended settings during fluid/air exchange mode and the unit switched from air to fluid on its own. There was no impact to the pt. Additional info has been requested.